Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). The field service specialist (fss) visited customer to inspect the unit. Fss plugged memory chips, cleaned the memory chips and slot. Fss performed the field service checklist. The unit passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported no response from the sovereign compact console, that after started the system, black screen occurred and then system froze. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Date of event: (B)(6) 2016. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.